Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported catheter got stuck on wire. The physician selected a jetstream atherectomy catheter for treatment in a chronic totally occluded (cto) lesion located in the non tortuous, 50% calcified superficial femoral artery (sfa). The filterwire was being used for protection of the popliteal and the physician was using the jetstream in the superficial femoral artery and the filter got stuck. When the jetstream became stuck to the wire it was unable to be retrieved. Both devices were removed from the patient as a unit. During removal particles were washed downstream and disrupted blood flow. No further patient complications were reported and the patient status was fine.